Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located near the inner shunt in a moderately calcified vessel. A 6.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications and the patient was in good condition.